Manufacturer narrative:
(B)(4). Date sent: 05/10/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was received: could you please clarify how long was the delay (hours/minutes)? The surgery time was delayed by approx. 90 min due to the two resections.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: it concerns one surgery, lap. Sigma resection. The device could be closed as usual (pointer green field lower third) and triggered after tissue compression, audible cracking of the plastic ring. Device was opened after 1 - 2 turns! Removal without issue, on inspection of the anastomosis it was found that at 9 o'clock (left side of rectal oriented) some clamps were not the b formed but were open. Resection and second stapler were used, same result. Third resection and 3rd stapler were used, result was perfect. Patient damage was op time extension and now very deep anastomosis. For clarification" very deep anastomosis.", could you please provide more details? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged?

Event description:
It was reported that during an unknown procedure, clamp torn out. No more information available. No adverse consequences for the patient known.